Event description:
It was reported from the ICU that the tubing set packaging tape was not removed and was occluded the flow of an infusion of (ns) normal saline and vasopressors for a patient with sepsis and hypotension. It was stated that the nurses leave the paper tape on the tubing as it is felt that this does not impact the functionality of the tubing set. The patient did not have a change in status due to the event, therefore; there were no adverse effects to the patient as a result of this event.

Manufacturer narrative:
Additional information added to: b.5, b.7, d10, & d11. The customer¿s report that the nurse had left the paper tape on the tubing set which kinked the tubing set and prevented the flow of medications was confirmed. Visual inspection found the set was still taped and coiled. The tubing had been pulled and formed a knot around the tape. Once the set was untaped and uncoiled the set primed with no difficulties observed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it to the set allowing fluid to flow through the whole set via gravity. The set was loaded into a lab pump module for an infusion test. The root cause is due to the set not being properly untaped and uncoiled before use.

Event description:
It was reported from the ICU that the tubing set packaging tape was not removed and was occluded the flow of an infusion of (ns) normal saline and vasopressors for a patient with sepsis and hypotension. It was stated that the nurses leave the paper tape on the tubing as it is felt that this does not impact the functionality of the tubing set. The patient did not have a change in status due to the event, therefore; there were no adverse effects to the patient as a result of this event.

Manufacturer narrative:
Revised h6 (add sepsis- 2067- to patient codes)

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported from the ICU that the patient was admitted for hypotension. It was noted that the patient continued to sustain hypotension after adding IV fluids and "pressors". Upon assessment, it was found that the nurse had left the paper tape on the tubing set which kinked the tubing set and prevented the flow of medications.